Manufacturer narrative:
Investigation summary- it was reported that a patient underwent an ablation procedure for an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient was noted to have a decrease in blood pressure. The physician did a transthoracic echocardiogram (tee) and found that there was a moderate pericardial effusion. Therefore, a pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardial space. After the pericardiocentesis, the physician decided to continue with the procedure. Then, there was a catheter sensor error and the catheter was unable to be visualized on the carto® 3 system. In addition, no impedance was displayed, and on the stockert generator, the temperature displayed up to 60°c. When the catheter was removed to be exchanged, there was no charring on the device. Surgery was delayed 30 minutes. It was noted that the procedure was completed successfully. The device was visually inspected, and it was found in good condition. Then, electrical testing was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, deflection test was performed, and it was found within specifications, the catheter was deflecting correctly. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and high error was displayed. The catheter passed the accuracy test. A failure analysis was performed, corrosion was found on the printed circuit board (pcb) and the catheter was dissected and loss of electrical continuity at the sensor wire was found. It was determined that the root cause was an internal failure of the cut along the shaft to the connector area. The failure of sensor could be related with the corrosion on printed circuit board (pcb). A manufacturing record evaluation was performed for the finished device 30226212m number, and no internal actions related to the complaint was found during the review. The customer complaint regarding sensor error was confirmed. The root cause of the adverse event remains unknown. The root cause of corrosion on printed circuit board (pcb) cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, the patient was noted to have a decrease in blood pressure. The physician did a transthoracic echocardiogram (tee) and found that there was a moderate pericardial effusion. Therefore, a pericardiocentesis was performed and an unknown amount of fluid was removed from the pericardial space. After the pericardiocentesis, the physician decided to continue with the procedure. Then, there was a catheter sensor error and the catheter was unable to be visualized on the carto® 3 system. In addition, no impedance was displayed, and on the stockert generator, the temperature displayed up to 60°c. When the catheter was removed to be exchanged, there was no charring on the device. Surgery was delayed 30 minutes. It was noted that the procedure was completed successfully. There is no information regarding extended hospitalization, patient outcome, or physician causality opinion. The magnetic sensor error, no impedance, and high temperature issues were assessed as not MDR reportable since the potential risk that they could cause or contribute to a death or serious injury is remote. On november 1, 2019, the biosense webster, inc. Product analysis lab received the device for evaluation, and it was noted that upon initial visual inspection, there was no damages or anomalies that were observed.

Manufacturer narrative:
Additional information on november 14, 2019. It was noted that the adverse event occurred during the transseptal phase. Extended hospitalization was required due to the adverse event. Therefore, section 2. Is hospitalization initial/prolonged has been selected. It was also reported that transseptal puncture was performed with an abbott medical brk 91 cm transseptal needle. Ablation was performed prior to noting the cardiac tamponade. There was no evidence of steam pop. The flow setting at the time of the event was 17 ml/min. The catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit (piu). The carto® 3 system did not indicate to re-zero the catheter. The generator did stop ablation when the temperature cut off values were exceeded. The generator was in temperature control mode, with temperature cutoff of 48°c and power cut off 30 watts. It was also noticed that the concomitant products were inadvertently omitted from the initial 3500a MDR that was submitted on november 5, 2019. The concomitant products have now been added. Manufacturer's reference #:(B)(4).